Manufacturer narrative:
It was reported that thrombus was observed on the disc of amulet ed during follow-up tee was reported. The patient was reported asymptomatic and stable at home. Information from field indicated that the patient did not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability and that there was no difficulty with implanting the device. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: code 4614 was removed.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. After the procedure, patient was on clopidogrel due to previous recurrent bleeding. On (B)(6) 2024, a follow-up tee (transesophageal echocardiogram) showed a thrombus on the disk of the amplatzer amulet device. The thrombus was round shaped and adherent to the prosthesis. The patient was reported asymptomatic and stable at home.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. On (B)(6) 2024, a follow-up tee (transesophageal echocardiogram) showed a thrombus on the disk of the amplatzer amulet device. The patient was reported asymptomatic.